Manufacturer narrative:
The adverse event was noted in a letter to the editor to the american journal of dermatopatholy , which was placed on-line on 01/05/17 and is not published yet: "xanthelasma palpebrarum after artecoll (polymethylmethacrylate collagen) injections to the bilateral tear troughs." The letter relays a case study with one patient who developed xanthelasma after artecoll dermal filler injections. While xanthalasma is not harmful, it does required removal to resolve. The article implies that suneva medical product is involved; however artecoll is not manufactured by suneva medical. Artecoll is manufactured outside of the united states and is not marketed in the united states (manufacturer unknown). It is unknown at this time if suneva medical's product, bellafill dermal filler, is associated with this event; however bellafill is not indicated for injection in the tear troughs. Attempts have been made to contact the author, julia a. Curtis, md, to obtain additional information regarding the patient adverse event. Suneva has received no response at this time.

Event description:
Suneva became aware of a letter to the editor to american journal of dermatopathology, which relays an event with one patient who developed xanthelasma after artecoll dermal filler injections. Xanthelasma is not harmful, but does not resolve on their own. They require removal to resolve. The letter to the editor, placed on-line on 01/05/17 and not published yet, is entitled, "xanthelasma palpebrarum after artecoll (polymethylmethacrylate collagen) injections to the bilateral tear trough." Suneva medical is not the manufacturer of artecoll, which is manufactured and sold outside of the united states (manufacturer unknown at this time); however the article implies it is a product linked to suneva medical. Suneva medical has been unable to contact author at this time to confirm whether it is related to suneva medical's product: bellafill dermal filler.